Event description:
The customer reported the device was not able to cycle out of the pads option during ECG and the customer was unable to select lead I, ii or iii. The device was in use on a patient and there was no adverse event to patient or user.